Event description:
It was reported that during the use of the device for a non-clinical activity, that the light on the batter is red even when plugged in. Add'l info rec'd indicated this unit was in storage when they noticed this issue. There was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded. This report is being submitted to the FDA as a result of a retrospective review of product complaints.